Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) -the full lead was returned to the manufacturer and analyzed. No anomalies were found. There was apparent explant damage. The proximal conductor had blood/body fluid (not obstructed), and there was blood in/on the helix/lobe mechanism. The outer insulation had a breached cut. (B)(4) - the full lead was returned to the manufacturer and analyzed. No anomalies were found. There was apparent explant damage. The proximal conductor had blood/body fluid (not obstructed), and there was blood in/on the helix/lobe mechanism. The outer insulation had a breached cut. (B)(4) -the device was returned to the manufacturer and analyzed. No anomalies were found.

Event description:
It was reported that the patient developed an infection. The device and leads were removed. No further patient complications were reported as a result of this event.